Event description:
It was reported that a spectrum pump alarmed the door was not closed. It was also reported there was no pt injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated this device. The eval found the returned device out of specification with respect to the reported symptom of "does not recognize a closed door. The force required to secure the door is above expected levels, which corresponds with the reported symptom of does not recognize a closed door. A physical inspection of the device found that the mechanical assembly was not properly secured in the front case of the device. This caused the reported symptom to occur. The front case assembly was replaced.